Event description:
Caller states that the patient tested 2.9 inr on the coaguchek xs system and 4.2 inr on a comparison lab. Reporter stated that the patient did not take coumadin based on the higher lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.